Event description:
An altitude alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received tips from technical support on preventing altitude alarms, understood the guidance, and was able to resume insulin delivery with the original cartridge without needing to replace it.